Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected and used according to the instructions. After implantation and removal of the dilator, blood leakage was observed when the device was not being aspirated. Blood and air bubbles were noted, and fluid was seen leaking from the valve. The sheath was replaced, and the procedure was completed without any patient complications. The device is not expected to be returned.